Event description:
It was reported that the health care professional (hcp) called for review of a stored ventricular episode. Technical services (ts) reviewed the device data and found there are some events that are lasting 11-19 minutes which appears to be due to oversensing of electromagnetic interference (emi). This resulted in an inappropriate stored ventricular episode however, the patient did not receive inappropriate therapy. Ts recommended to find out what the patient was doing. At this time, the pacemaker remains in service. No adverse patient effects were reported.